Event description:
Material#: 301029. Batch#: 4243178, 4180037. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that syringes did not pass inspection. Can you please advise how you would like us to handle the rejected syringes? Should we just email you what cannot be used for a credit? Do you need them returned or can we dispose of them? Xxxxx. We have identified a nonconformity in 5 and 10ml bd syringes (lots: 4183027, 4227266, 4243178, 4180037). We are inspecting approximately 200 syringes for contamination and 29 syringes for printing. Verbatim: rcc received a complaint via email. Product complaints/ claims not sure who should handle this one. Hct is a distributor and noticed some unconformities on the sku¿s below. They would like to return. Customer cc¿d. 302995 ¿ 10ml 309646 ¿ 5ml rejected non-sterile syringes. Syringes did not pass inspection. Can you please advise how you would like us to handle the rejected syringes? Should we just email you what cannot be used for a credit? Do you need them returned or can we dispose of them? Hi (B)(6). We have identified a nonconformity in 5 and 10ml bd syringes (lots: 4183027, 4227266, 4243178, 4180037). We are inspecting approximately (B)(4) syringes for contamination and (B)(4) syringes for printing. Thank you xxxxx. Additional information provided: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? Checking. 4. Batch number [4243178, 4180037] was not found for material number # 302995, kindly verify the same. Checking. 5. Total number of occurrences of only 10 ml syringe? Checking. 6. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? 7. Inspected (B)(4) syringe for printing, can you please elaborate this issue why this was inspected? Whether any scale marking issue on the syringe. My understanding is this was an issue with the 5ml but I am confirming. Good morning, regarding the 10 ml syringes: inspection was done on 10/10 and 10/14. Lots affected are 4180037, 4222670, 4243176, and 4243178. (B)(4) each had contaminants and (B)(4) had labeling issues.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 4243178 and other expiration date includes 2029-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-08-30.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. Three photos were provided to our quality team for investigation. Each of the three photos show one loose syringe with unknown foreign matter outside the fluid path. One photo shows a brownish particulate on the barrel flange, another photo shows brownish-yellow discoloration on the barrel flange, and the last photo shows a black discoloration on the plunger rod thumb rest. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter defect could not be determined. From the photo provided. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 42443178 and 4180037. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.